Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of leaks as no product has been returned to date. After evaluation the cause of this complaint could not be determined; the photos of the order were reviewed no visual damaged was possible to identify in any components, the raw material lot was reviewed and no abnormalities was found, however notification to current production personnel of this event was done to prevent recurrence on this issue and to reinforce the importance of quality in our products and how essentials is their work to achieve it. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event there were no adverse patient effects as a result of this incidence. Review of the complaint file ind icates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the custom tubing packs during an extra-corporeal membrane oxygenation (ECMO) procedure a leak was observed from the three way stopcocks. The stopcocks were swapped out. There were no adverse patient effects as a result of this issue. Additional information was received stating that a transfusion was not required as a result of the leak. The amount of blood lost as a result of the leak is unknown. There was no visible air in the system/tubing. The length of time the custom tubing pack had been in use when the leak was observed is unknown. The customer did not observed any damage to the stopcock prior to the leak. The customer stated that all stopcocks are in a pouch on line 6 of the custom tubing pack specification.